Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant a left ventricular (lv) lead could not be placed using two different lead models. This was reported as being due to the fact that the patient's "cardiac anatomy did not permit permanent placement of either pacing lead." Both leads were removed and not replaced. No patient complications were reported as a result of this event.